Event description:
Customer was hospitalized due to dka. Customer changed infusion set prior to hospitalization, but did not give a manual injection. Troubleshooting was performed and pump passed all required tests. Customer stated that he may have been using a bottle of denatured insulin. Also, the customer may have been using the inappropriate infusion set for his body type.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.